Event description:
It was reported the rf (radio frequency) header has an insulation breach about half way down the cord. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported insulation issue; rf (radio frequency) head cable insulation found damaged. (B)(4).